Manufacturer narrative:
Exemption # e2012017. Report late due to asr to individual reporting transition.

Event description:
Per complaint (B)(4), while placing implant after osteotomy, there exist lack of primary stability. The patient was refered to specialist for ridge augmentation and implant placement.